Manufacturer narrative:
(B)(4). Results: (death, cva); (catheter).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 6 cm descending thoracic aortic aneurysm. Two years ago, the pt had a surgical open repair for an ascending dissection. The pt had a chronic dissection that starts about 1 cm distal to left subclavian. The pt has a bovine arch, and the physician performed a carotid to subclavian bypass for a longer stent graft landing zone, approx 2.5 cm. It was reported that the innominate artery was marked; however, the c-arm was inadvertently moved. The physician was made aware of the movement, and while the physician was deciding how to proceed, the pigtail catheter had been inadvertently pulled down, but the physician was unaware the pigtail catheter had been moved down. The stent graft (MFR report# 2953200-2011-00929) had three rings deployed, and that was when the physician realized that the pigtail had been moved down. The physician had to rewire the guidewire so they could re-advance the pigtail catheter between the vessel wall and the three rings of the stent graft that had been deployed. A catheter was advanced over the wire that was between the stent graft and vessel wall. The physician exchanged the guidewire to a stiffer wire and then removed the catheter and re-advanced the pigtail catheter. The pigtail catheter was advanced proximal to the innominate artery, to remark the innominate artery. The innominate artery was remarked; however, the c-arm stopped working, the c-arm was rebooted, another angiogram was performed and the physician finished deploying the proximal main device, without issues. The pigtail was pulled back down and then reinserted inside of the stent graft. The innominate artery was patent. The next device (MFR report# 2953200-2011-00930) was implanted distally to the proximal main without issue, however, the c-arm did stop working one time and had to be re-booted. Prior to the insertion of the most distal main device, the physician inserted a sim1 cook sheppard hook catheter in the celiac artery, inserted and deployed the most distal main device without issue. During the insertion of the catheter and the most distal main device, the c-arm stopped working and had to be re-booted two more times. The case was completed and the pt was sent to recovery. The following day, the pt had a stroke. The next day, the pt expired. The physician stated that there may have been some thrombosis dislodged during the re-insertion of the pigtail catheter resulting in the stroke. It was reported that the pt's death was due to an mi.